Manufacturer narrative:
This report is submitted on 13 march 2020.

Event description:
It was reported that the charging kit allegedly caught on fire and melted (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The charging kit has not been returned to the manufacturer as of the date of this report.